Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined trouble shooting with tandem technical support on the reported issue, and no further information was able to be obtained. The customer's blood glucose level was 90 mg/dl.